Manufacturer narrative:
(B)(4).

Event description:
It was reported that a batter longevity data anomaly was observed through merlin.net transmission. The transmission showed longevity at eri < 3 month on a particular day. Before and after that day, longrevity was more than a year. Review of session records noted that the 1.3 years of longevity is an appropriate estimation and estimation of device at eri was not correct.